Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and revealed an analysis finding of connector other. It cannot be determined at this time how the blood entered the svc leg. There is intermittency between the pin and cap on the is-1 connector. It was noted that the distal conductor was distorted, the defibrillation conductor had blood/bodyfluid (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted and had cosmetic environmental stress cracking and breached cut. The outer insulation had cosmetic depression and there was blood in/on the helix/lobe mechanism. (B)(4) the distal segment of the lead was returned, analyzed, and revealed that the outer insulation breached metal ion oxidation (mio). It was noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation melted, there was blood in/on the helix/lobe mechanism, and tissue on the helix.

Event description:
It was reported that the right ventricular (rv) lead was fractured. The lead was removed and replaced. It was also reported that the right atrial (ra) lead was returned to the manufacturer after being explanted to "free up space" for the rv lead extraction. Both the ra lead and the rv lead subsequently tested out of specification. No patient complications have been reported as a result of this event.